Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1160 (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.